Event description:
It was reported that a 54-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant during an in-office visit with a medical professional. Computerized tomography scanning was also performed. As a result, the patient is scheduled for removal on (B)(6) 2023. The date of event was provided to mentor as a best estimate. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 25, 2023, mentor became aware that the patient underwent bilateral removal and replacement with 225cc mentor smooth round moderate profile saline breast implants. On january 27, 2023, the mentor analysis lab received the suspect medical device for evaluation. On february 01, 2023, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned saline breast implant device. Leak testing was performed, according to the mentor procedure, and it revealed two (2) punctures on the anterior view, measuring approximately less than 0.1 cm tear (a) and 0.1 cm tear (b). Microscopic examination was performed on both punctures and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the punctures, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).